Event description:
The user reported interrupted hearing as well as unusual sounds when using the device which occur on a daily basis. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The coil wire fatigue fracture is in agreement with reported symptoms. The reported single exposure to a strong magnetic field cannot explain a fatigue fracture which requires chronic movement. As per the device explant report, the coil was very likely not positioned under the periosteum, causing tissue undergrowth, device mobility and subsequent fatigue failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported interrupted hearing as well as unusual sounds when using the device which occur on a daily basis. The audio processor was exchanged but the issue was not resolved. It is tough that the issue may have been caused by exposure to a strong magnet at the user's work site. The magnet is used to pull steel girders and the user was only exposed to it on one occassion. The user has been re-implanted.